Manufacturer narrative:
On september 2, 2020, device evaluation was completed. Device evaluation summary: during a visual evaluation, some anomalies were observed in the anterior view on the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within one of the creases measuring approximately less than 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent unspecified breast augmentation with a 250cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively. As a result, the patient underwent explantation and replacement of device on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 4, 2020, mentor became aware of the following: the procedure was revision breast augmentation. The adverse event date was on (B)(6) 2020. Hence, field b3 for date of event has been updated to "on (B)(6) 2020" on this form. Replacement device used was catalog number: 3502250; serial number: (B)(6). Manufacturer¿s reference number: (B)(4).